Event description:
Reporter noted cataract procedure required anterior vitrectomy. Vitrectomy probe would cut, but not aspirate. Tried 4 different probes, using two different machines. Only way to get probe to work is by increasing vacuum on system by a huge amount. Surgery completed. No iol implanted; second surgery will be needed. On operating table for 2 hrs, pt was hypoglycemic when coming out of or; had to be given tea and biscuits. Outcome of procedure was listed as good.

Manufacturer narrative:
Product was not available for eval.